Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient had a right hip revision due to the shell spinning out of acetabulum, likely due to periprosthetic fracture. Stem was also found to be loose. The entire construct was revised to stryker femoral and competitor acetabular implants. There are no allegations against the revised head and liner. No further information available due to hospital policy.